Manufacturer narrative:
One probe sample was returned for evaluation for the report for the cutting failure of probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The probe complaint sample was visually inspected and deemed conforming. Actuation testing was performed and was deemed conforming. Aspiration testing was performed and was deemed conforming. Cut testing was performed and was deemed nonconforming. The probe sample would not cut. The probe was disassembled and the components inspected. There was approximately 45 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the bent needle. Wear marks observed at the bend area. Gouge marks observed at the cutting edge and several places along the inner cutter. The complaint evaluation does confirm the probe had a cut issue. The exact root cause for the cut issue cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from the probe being used for approximately 45 minutes of surgical use when the vitrectomy portion of the procedure is typically less than 20 minutes. The poor cutting could also be from a damaged inner cutting edge or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The wear marks observed at the bend area and the gouge marks observed at the cutting edge and several places along the inner cutter supports that this does not appear to be a manufacturing issue. No specific action with regard to the complaint issue was taken as the exact reason for when and how this complaint issue occurred cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a cutting failure of the probe occurred during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.